Manufacturer narrative:
Should more information become available, this report will be updated.

Event description:
It was reported that this right atrial (ra) lead showed intermittent high out of range impedance values as well as loss of capture. A lead fracture due to apparent clavicular crush was observed via fluoroscopy. This lead was successfully explanted and replaced with a new lead. This device is not expected to return for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned lead was analyzed. X-ray imaging found a fractured outer coil approximately 230 mm from terminal pin. Visual inspection of the lead noted the external insulation was abraded approximately 230 mm from terminal pin, and showed deformed conductor coils approximately 350mm from terminal pin. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle/first-rib region.

Event description:
It was reported that this right atrial (ra) lead showed intermittent high out of range impedance values as well as loss of capture. A lead fracture due to apparent clavicular crush was observed via fluoroscopy. This lead was successfully explanted and replaced with a new lead. No additional adverse patient effects were reported. This device was subsequently returned and analyzed.